Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument was found to have no physical damage. The instrument was tested on an in-house system for energy activation and passed. Grip force testing of all wrist orientations were found to be within specifications. The instrument passed the electrode gap test and the gap was found to be within specification. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sigmoid colectomy procedure, the vessel sealer instrument stopped sealing. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the endowrist one vessel sealer instrument stopped sealing. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.

Manufacturer narrative:
Corrected information can be found in: brand name and model #/lot #.